Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.

Event description:
PICC was placed and the catheter couldn't be advanced anymore with wire. Staff attempted to pull wire and it was stuck. Entire catheter was removed and wire was pulled out. The wire was in two pieces.